Manufacturer narrative:
Additional information: the customer returned the reported test strips. However, the test strips do not require product analysis as the alleged complaint refers to a meter issue only.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.

Manufacturer narrative:
Follow-up # 1 (07/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective capacitor. A secondary issue was noted, the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a battery indicator issue with his one touch select meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the "low battery" warning began on (B)(6) 2011 at 6:30 am. The patient states he manages his diabetes with humalog and lantus insulin and metformin. Despite the alleged issue with the subject meter, he continued his routine and made no changes to his medication. On (B)(6) 2011 at 9:00 pm, the patient developed symptoms of sweaty and shaky, which was immediately self-treated with food and/or drink. The patient denied testing with any other device. At the time of troubleshooting, the cca noted that the battery needed to be replaced but the patient did not have a new battery available. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.